Manufacturer narrative:
A check of the manufacturing papers showed no deviations of the specifications. This report will be amended when our investigation is completed.

Event description:
It is reported that the pt has pain and function loss with the resurfacing prosthesis started in 2007. Pain, fully weight bearing impossible.